Manufacturer narrative:
(B)(4) (no product malfunction). Results: (other) - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens within the same surgery due to the surgeon changing his mind for another model lens. The reporter stated the patient had corneal disease and the cornea was extremely cloudy. The lens was removed in pieces with no patient injury. The reporter stated the event was due to the patient's condition and was not lens related.